Event description:
Mobi-c p&f us : assembly issue with inserter.

Manufacturer narrative:
After investigation of the project manager, the play between the implant holder and the implant is evaluated compliant. From the information provided based on the complaint report , the product history records, the review of the case with the product manager, the recurrence of this type of event for this product and after having performed the product evaluation on the returned product, the investigation found that root cause is related to mishandling during implant assembly on inserter. According to the project manager, the abnormal amount of play observed during the surgery between the implant holder and the implant was due to the depth stop adjustement not set at 0mm but probably at 1mm. Indeed, the depth stop adjustement is located at the end of the thread and is therefore not very visible. It is clearly stated in the surgical technique that the implant inserter has a depth stop adjustment collar, which should be set initially at zero. A zero setting will place the anterior edge of the implant flush with the anterior aspect of the vertebral body. The depth stop allows for setting the insertion depth of the device from 0 to 5 mm (step 9: depth stop adjustement). Root cause: mishandling during assembly on inserter.

Manufacturer narrative:
Fields were corrected for this report. The instrument was received by the manufacturer. An examination of the implant holder was done. The received instrument lot number was different from the lot number notified at first by the reporter. It was an information error that was corrected for this report. The review of the device history records of the updated instrument did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Examination of the instruments resulted that it was non-compliant to specifications but probably it was caused by wear, as the DHR and traceability of the instrument showed no deviation at the product release. In addition, the non-compliance identified by the examination has no impact on the play described by the reporter and confirmed with him on february 20th 2018. The play described by the reporter was judged compliant when the product was examinated. From provided informations the root cause of the event is not device related. We keep trend and track this kind of issue.

Event description:
Mobi-c p&f us : assembly issue with inserter. Inserter was returned and examinated by the manufacturer. The reporter gave the wrong inserter lot number when notifying this event. The product lot number was updated for this report.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Mobi-c p&f us : assembly issue with inserter. Loaded implant to inserter and noticed an abnormal amount of play in the inserter when set at 0mm. Surgery was completed successfully with another inserter. Inserter is going to be returned for evaluation. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.